Event description:
The customer initially called for assistance with his glucose meter. The customer then stated he was hospitalized for low blood glucose levels between 32 and 34 mg/dl. Troubleshooting was performed and the insulin pump programming was correct. The displacement test was performed and the insulin pump passed the test. In addition, the customer reported low battery life on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.